Event description:
It was reported that the patient was brought to clinic after complaining of rates below 50 ppm and presyncopal symptoms. The atrial channel appeared to have ventricular characteristics. It was concluded that the leads appeared to be connected to the wrong ports. The device was reprogrammed to vvi mode; the atrial lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device was reprogrammed.